Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2013 with the following findings: the pump was examined and the battery compartment was found to be cracked. The battery was was found to be stripped. When the battery cap was inserted, the cap was unable to maintain an electrical connection and power loss occurred. The battery cap contacts were confirmed to be within specifications. A test battery cap was inserted and the pump powered on normally. The pump was exercised for 24 hours without power issues occurring. The display screen was found to be faded during testing. The display was replaced with a test screen and the display returned to normal. Unrelated to the above issues, the keypad was found to be torn at the up arrow button. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6)

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the battery compartment was cracked and the battery cap was stripped resulting in the pump being unable to maintain power; the display screen was found to be faded. This report is made based on the results of evaluation.